Manufacturer narrative:
The hardware investigation of the returned power board found that the reported event was related to an electrical issue. The board did not pass visual inspection. Component r38 showing electrical overstress. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative replaced the viewing station of the imaging system power board on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a resistor on the viewing station of the imaging system power board was found open. Resulting in the viewing station of the imaging system being unable to start up. No additional information was provided. There was no patient present when this issue was identified.